Event description:
Boston scientific received information that there was difficulty inserting this right ventricular lead is-1 pin into a non-boston device. The lead was successfully inserted after mineral oil was applied. However, impedances were later reported as high and the patient's pocket was to be reopened to further explore. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that upon revision the physician reported that the lead was not all the way into the header. A new pace/sense lead was implanted and this right ventricular shock portion is still active. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.